Event description:
Per the clinic, the patient experienced delayed onset facial paralysis and was seen in the emergency department on (B)(6) 2014 and treated with steroids, which did not resolve the issue. Subsequently the patient was taken to the operating room (date not reported) and a myringotomy and aspiration was performed. The implanted device remains.

Manufacturer narrative:
The implanted device remains.